Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity -requested, not provided. Race - requested, not provided. Expiration date - july/2023. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - 08/24/18 ~ 08/25/18. The actual sample and an unused sample was returned to the manufacturing facility for evaluation. When closely observed the actual sample, the needle was being damaged at its root. As result of our internal observation, no irregularities to degrade the needle strength, such as scratch or rust, were observed. Following distinctive damages were observed based on our in-depth investigation white stressed mark, glue exfoliation and cannula deformation. Visual observation was conducted on the unused sample, no scratch or rust to potentially attribute the reported damage, were observed. Five retention samples were visually checked including cannula dimension check. As a result, no rust, scratch, bend or inaccurate cannula dimension to potentially attribute the reported damage, were found. Every criterion was checked through methods and complied "fracture tolerance" regulated by iso. Every category of checking point has meet the requirement. As a result of our verification, the concerned needle type was confirmed to fulfill above requirement. The manufacture inspection record check was traced back and reviewed. No irregular finding which could have attributed the needle being snapped off by scratch or bend was noted, during our process. Furthermore, random inspection of the product is periodically performed to closely check physical condition. No irregularity to attribute the reported event, including needle damage, scratch or bend were noted in the record. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle.", "in case the needle broke off and remains in the body, please contact immediately a doctor." And "do not use if needle is bent or damaged." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that while using a nanopass for an insulin injection, on the abdominal section, when withdrawing from the patient, the needle was missing. The patient was later examined at (B)(6) hospital. The hospital performed an abdominal x-ray to check for the needle fragment that potentially remained in the patient. However nothing was diagnosed as result.